Event description:
Boston scientific received information that during a routine follow up it was noted that the impedances were showing greater than 2,500 ohms. Boston scientific technical services (ts) was contacted and discussed different programming options. The local sales representative stated that this right ventricular (rv) lead was already in the unipolar configuration. The patient's last visit from 9 months ago went from 500 ohms to 2,500 ohms the following week. Programming changes were made 7 months ago. The patient has been experiencing symptoms such as shortness of breath (sob) and fatigue. No programming changes have been made at this time. A future revision procedure was scheduled for the near future. Additional information received from the local sales representative states that this rv lead has been removed from service. It was noted that the physician suspected a fractured lead. Subsequently additional information received from the local sales representative states that noise was noted on the stored electrogram (egm) as ventricular tachycardia (vt) 7 months ago.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.